Event description:
It was reported that during insertion, severe resistance occurred when the catheter was passed over the guide wire. As a result, a new kit was opened and the catheter was placed successfully. This event occurred in the micu. There was no reported delay in treatment to the patient. There were no reported patient injury, complications, or death.

Manufacturer narrative:
(B)(4).